Event description:
It was reported that the patient presented for a post-operation check. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited several noise reversion episodes, which all occurred at the same time each hour. Further investigation revealed that the device was over-sensing the atrial impedance test, and there was no true noise seen. The physician is unsure if there is a header connection issue or not. The patient would continue to be monitored. There were no patient consequences.

Event description:
New information received noted that over-sensing of the atrial impedance test was persisting on the implantable cardioverter defibrillator. The patient experienced palpitations. Programming changes were performed. The patient was in stable condition.